Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection. The patient was hospitalized and given IV antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Follow-up indicated that the patient has recovered without sequelae and is currently using the device with effective pain relief.